Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed caller that the reset was a safety feature ensuring pump performance, and customer successfully resumed insulin use after understanding pump system procedures.